Manufacturer narrative:
Case-(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to (B)(4). The fusion 150 device passed all areas of inspection and was used to successfully make ablations without issues or errors. The customer's complaint could not be confirmed. Upon evaluation of the products on 23 mar 2017, it was noticed that the introducer yoke and swivel positioner magnet cap were cracked and missing fragments. The customer did not notice this, the introducer yoke and swivel positioner magnet cap were not involved in their complaint. There were no consequences to the patient.

Event description:
During a stand alone atrial fibrillation treatment, the surgeon had performed 24 ablations with a fusion 150 were the lesion wasn't visible and there wasn't electric conductance block. The surgeon had decided to replace the fusion and, after the replacement, the lesions were visible and they had reached the electric block. The surgical procedure was prolonged by 40 minutes or more while a second fusion 150 was opened. Patient was off pump and the care was not affected.